Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having a fever, ever since the device was implanted, for several weeks. In addition, the patient indicated that the physician is not sure what is causing it. Blood work has been done, and testing will continue. The device remains in use. No patient complications have been reported as a result of this event.